Manufacturer narrative:
(B)(4). Used after expiration. (B)(4). The stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the omni elite instructions for use (IFU) states: use the stent system prior to the use by date specified on the package. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a unspecified procedure on (B)(6) 2015, the omnilink elite stent was implanted without reported issue; however, the device was noted to be expired after implantation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.